Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed a baseline test. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of an unrelated problem, monitor sn (B)(4) failed a baseline test.